Event description:
Alleged the knee motor capacitor vented due to the knee motor constantly running.

Manufacturer narrative:
The facility's maintenance replaced the main control board to resolve the problem with the knee motor running constantly which caused the knee motor capacitor to vent.